Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose motor support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer stated that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.